Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was not working and had no light. The customer explained that the barcode scanner could not be used to scan, and items wouldn¿t populate. A field service engineer performed multiple tests, but no response was obtained even after changing usb ports. The barcode scanner was successfully replaced, and the customer tested its functionality in the user application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the scanner was not working and had no light. The customer stated this malfunction occurred when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.